Event description:
It was reported that while ablating in the his region, fast junctional beats were observed during rf. The catheters were repositioned after the ablation and complete heart block was observed. No underlying ventricular rhythm was observed. The patient was supported with pacing and medication until a temporary pacing device and isuprel infusion were inserted. Intermittent secondary heart block was observed prior to sending the patient to cicu. Pacing maneuvers were utilized to diagnose and verify avnrt. The physician inserted the mapping/ablation catheter and his region of the right atrium was tagged when any his signal was observed on the ablation catheter. Anatomy of the coronary sinus ostium (cs os) and valve was annotated as well with fam. The physician began ablating in the region of the slow pathway. Several lesions were placed without junctional beats observed. The physician continued to move the catheter more superior to the initial ablation lesion and towards the his "cloud". A more left ward movement of the catheter resulted in a series of accelerated junctional beats and ablation was stopped. The physician proceeded to test for tachycardia using pacing maneuvers. Avnrt was once again induced. The physician reinserted the ablation catheter and verified that no his signal was on the ablator as he moved more superior within the slow pathway area placing lesions. For a brief moment catheter stability was lost and the ablation catheter appeared on the carto map on top of annotated his points. Ablation was stopped and third degree heart block was observed. The patient had second degree heart block upon leaving the lab. Physician opinion regarding the causality of adverse event was procedure-related. The event resulted in moderate impairment of body function.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # unknown. Stockert: model# m-5463-01, serial # (B)(4). (B)(4).